Event description:
It was reported that pump displayed malfunction code and software error message without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump with no recurrence of malfunction, and was advised to continue using pump and to call back if issue occurred again, which customer acknowledged and understood.